Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fractured. It was completely removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss311) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar/platform and apparent fracture at the bottom. Additionally, there was bone/blood residue around the external/internal threads due to usage. Device history record (DHR) review was completed for the subject lot number (2016020963). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016020963) for similar events and no complaint related to nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.